Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, during a therapeutic lower digestive tract colon endoscopic submucosal dissection (esd) procedure, an endoscopic image confirmed that the disk part at the tip of the knife of the kd-655q had come off and was missing. The procedure was completed without replacing the device, and there was no harm to the patient¿s health.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.